Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a cs-064 'call service alarm' occurred during the rewind/load steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed a related call service alarm. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Unrelated to the complaint, a pump case crack was observed; leak testing revealed a pump case leak. Moisture was observed on the printed circuit board.